Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome of additional cylinder following an intraocular lens (iol) implant procedure. The surgeon reported the pt has a steep cornea and a flat keratotomy reading. Additional information has been requested.